Event description:
Customer reportedly obtained results of approximately 500 mg/dl and approximately 100 mg/dl on the advantage system within 10 minutes. Customer drank water and exercised in response to results. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return. Replacement was sent.